Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call stated that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they had power error detected alarm. The customer was able to complete pump rewind. The customer was advised to revert to backup plan per health care professional. The customer was advised to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.